Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal left anterior descending artery. A 2.25x16mm promus premier¿ drug-eluting stent was advanced but failed to cross. Moreover, upon attempting to remove the device, the stent sheared off on the wire. The physician then advanced the balloon and successfully retrieve the stent. The procedure was completed with a 2.0x16mm non-bsc bare metal stent. No patient complications were reported and the patient's status was fine.